Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set was observed to be leaking during power injection due to the one link luer activated device separated from the female luer device. The customer stated that the rate used for power injection was 2cc-5cc per second. There was no obvious damage to the one link or catheter extension set observed prior to use. The reported problem was observed after 10cc to 40cc was injected. The customer stated that there was approximately up to 10cc of blood loss as a result of the reported problem. There was patient involvement, but patient injury, medical intervention, or adverse event associated with this report was not reported. No additional information is available at this time.

Manufacturer narrative:
Eight devices were received for evaluation with fluid residue. Seven samples were missing their two-piece luer lock assembly caps. One of them still had a foreign set attached. The eight samples had fluid residues. During visual inspection, no defects were observed. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.